Event description:
The customer complained that the charge pak, attention and service icons are displayed in the readiness indicator and the device will not turn on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported event.